Manufacturer narrative:
Additional information: section b2: outcomes attributed to adverse event; section b7: patient information; =type of reportable event. Additional information received from the japanese tavi registry reported post procedure and discharge, lactic acidosis progressed. The patient went into multi-organ failure and expired. The cause of death was reported to be cardiac tamponade. There was no allegation that the patient death was caused by an edwards lifesciences device malfunction. Per medical opinion, the cardiac tamponade and death were related to the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the guidewire) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) during a transfemoral tavr procedure, the guidewire was exchanged prior to balloon aortic valvuloplasty (bav). When exchanged, the guidewire was not stable in the left ventricle (lv), and the wire position was adjusted multiple times. Bav was performed without issue. A 26 mm sapien 3 valve was deployed with 2 ml less than nominal volume. Post valve deployment, patient hemodynamics became unstable. Transesophageal echocardiography (tee) revealed an increased pericardial effusion. As the blood pressure dropped to 50 mmhg, pericardiotomy was performed via a minimal incision, and a drain tube was placed. The bleeding was controlled, and the patient was put under observation. The valve remains implanted in the patient. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter or the degree of valvular calcification was not provided. Per medical opinion, the lv was damaged by the guidewire.